Event description:
It was reported that a fiber tip, approximately 2-3 mm in size, broke off in the ureter due to physical pressure from turns and bends. The surgeon tried to remove the tip initially with a grapsit, but was unsuccessful. The tip migrated into the kidney. Due to the color (clear) and size of the tip, the surgeon was unable to locate the tip. A stent was put in and the surgeon will evaluate at a later date. After the tip broke, the fiber was removed and checked. The procedure was completed using the same fiber without any further complications. This information is documented as reported to trimedyne.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation.